Event description:
It was reported the patient's ipg received the replace generator soon (elective replacement message). Patient was reprogrammed and still has therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.